Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant device interrogation revealed failure to capture due to a dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.